Event description:
Two nursing assistants were weighing one of the residents on the lift scale. The 12 mm adapter broke on the lift causing the resident to fall onto the bed. There was no injury to staff or resident.